Manufacturer narrative:
The device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 11400m mitral pericardial valve, implanted approximately one (1) year and seven (7) months, was explanted due severe mitral regurgitation. The patient presented with heart failure. The device was explanted and replaced with a non-edwards on-x mechanical valve. The patient status was reported as under treatment. Per the reported information, 22 days prior to the device explant surgery, transesophageal echo showed excessive motion of the leaflet located on the lateral side of the posterior cusp and the leaflet coaptation was not achieved. The doctor suspected that the leaflet had folded and there was a tear at the folded area, or the leaflet prolapsed by half. The doctor commented that there were no abnormalities observed in the valve leaflets prior to the device implant and there was no complication while implanting the valve during the initial surgery. The device was returned for evaluation. The doctor requested edwards to perform a histological analysis.

Manufacturer narrative:
H3. Device evaluation: customer report of regurgitation was confirmed due to observed leaflet tears in the as received condition. X-ray demonstrated wireform intact and minimal calcification on the host tissue overgrowth around leaflet 2 stent circumference. As received, leaflet 2 had multiple tears along the wireform. The torn areas appeared beveled at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 2mm at commissure 1 on the outflow aspect. Wireform was exposed on commissure 2. Sewing ring was cut off around leaflets 1 and 2 and exposed the metal band at the inflow aspect.

Event description:
Edwards received information that a 25mm 11400m mitral pericardial valve, implanted approximately one (1) year and seven (7) months, was explanted due severe mitral regurgitation and suspected leaflet tear. The patient presented with heart failure. The device was explanted and replaced with a non-edwards on-x mechanical valve. The patient status was reported as under treatment. Per the reported information, 22 days prior to the device explant surgery, transesophageal echo showed excessive motion of the leaflet located on the lateral side of the posterior cusp and the leaflet coaptation was not achieved. The doctor suspected that the leaflet had folded and there was a tear at the folded area, or the leaflet prolapsed by half. The doctor commented that there were no abnormalities observed in the valve leaflets prior to the device implant and there was no complication while implanting the valve during the initial surgery. The patient was a 79 y-o female. Multiple cardiac surgery procedure and product at the device explant: single coronary artery bypass grafting (lita-vein-lad). Patient medical history: anemia and myelodysplastic syndrome. The device was originally implanted for mitral valve replacement in replacement of an existing 32mm 5200m ring to correct recurrent rheumatic mitral stenosis. S/p biatrial maze, CABG x1 (lita-lad), la/ra plication, and tricuspid annuloplasty (2015, 2021).

Manufacturer narrative:
Device evaluation: customer report of regurgitation was confirmed due to observed leaflet tears in the as received condition. X-ray demonstrated wireform intact and minimal calcification on the host tissue overgrowth around leaflet 2 stent circumference. As received, leaflet 2 had multiple tears along the wireform. The torn areas appeared beveled at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 2mm at commissure 1 on the outflow aspect. Wireform was exposed on commissure 2. Sewing ring was cut off around leaflets 1 and 2 and exposed the metal band at the inflow aspect. A 25mm 11400m mitral pericardial valve reportedly was explanted due to severe mr after an implant duration of approximately 1 year and 7 months. Tee performed 22 days prior to the explant surgery was reported to reveal excessive motion of the leaflet on the lateral side of the posterior cusp with failure to coapt, and suspicion reportedly was raised a leaflet fold and tear or leaflet prolapse. The submitted images are remarkable for: 1. Bioprosthesis leaflets with overall normal thickness and probably normal opening and closing motion, albeit with apparently atypical leaflet opening in some images that most likely is due to tangential imaging. 2. A small (5-6 mm), sessile soft-tissue-density mass on the la aspect of the base of the leaflet in a lateral position. 3. Probably moderate posteriorly directed central valvular mr with a jet origin at or close to the location of the small mass. 4. Probable over-estimation of mr severity using the cfd proximal flow convergence zone owing to its non-hemispheric shape. Leaflet tear would be expected to be associated with visualization of a flail portion of a leaflet body in the la during systole. However, the visualized small mass does not appear to suggest this. The most likely explanation for the central mr jet at the base of the bioprosthesis leaflet is leaflet perforation. Together with the small sessile mass at approximately the same location, potential explanations include leaflet perforation with accompanying reactive tissue (fibrosis) or possible infective endocarditis with vegetation and secondary leaflet perforation.

Manufacturer narrative:
Per histologic evaluation, microscopic evaluation of the leaflets showed palisading layers of chronic inflammatory cells involving all three leaflets. The inflammation consisted of layered macrophages, lymphocytes, and occasional giant cells ranging from superficial to deep infiltrates and was associated with collagen degenerative changes, including fraying. The affected regions included predominantly the atrial surfaces and leaflet bases with focal presence on the ventricular surfaces and mid leaflet. In particular, leaflets 1 and 3 showed focal fraying and wide separation of collagen fibers in basal commissural areas associated with dense chronic inflammatory cell infiltrates. Leaflet 2 demonstrated focally severe degenerative changes consisting of collagen homogenization and fibrin insudation at the basal edge in the region of the leaflet tear with minimal chronic inflammation adjacent to the tear. A thin amorphous eosinophilic material was adherent to the ventricular surface of all three leaflets, focally. There was no evidence of thrombus, neointimal formation or calcification in any leaflet, including leaflet 2. Structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as, but not limited to; wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. Based on the information available, the complaint of leaflet tear is confirmed. Per product evaluation and echo imaging findings, the torn areas appeared beveled at the outflow aspect and the presence of a small sessile mass at approximately the same location -as the mitral regurgitation likely indicates the affected leaflets could be rubbing against something leading to the leaflet perforation/tear. In addition, the patient history of rheumatic heart disease, myelodysplastic syndrome (mds) and presence of chronic inflammatory cells in the leaflets could have contributed to the early damage. A definitive root cause of the reported leaflet tear, leading to regurgitation, cannot be conclusively determined; however, procedural factors, in addition to patient factors, likely caused or contributed. Root cause of host tissue growth is patient factors. An edwards defect has not been confirmed.